Manufacturer narrative:
The customer's reported complaint of frayed catheter was not confirmed during functional testing. Evaluation of the returned solex catheter indicated that the catheter performed as per specifications. All lumens flushed as intended. No leaks were noticed during functional testing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the balloons, shaft, and luered tubing's and infusion ports. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for solex catheter lot no. 64989

Event description:
During a hypothermia treatment, the solex catheter was removed from patient after approximately 20-25 minutes of dwell time. A chest x-ray confirmed that the catheter went up into the internal jugular vein due to the patient's anatomy. Upon removing the catheter, the physician noticed that the distal end of the catheter appeared completely frayed. The physician continued the temperature management treatment with a cool line catheter. The patient was reported to be in good condition and in recovery.